Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that while switching the console and initial startup of the intra-aortic balloon (iab) therapy, the console generated a sensor failure alarm after the customer inserted the fiber optic plug upside down. The balloon is still in use with the transducer used for pressure waveform. There was no reported injury to the patient.

Manufacturer narrative:
Evaluation method codes - device discarded [4115]. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record ID # (B)(4).

Event description:
It was reported that while switching the console and initial startup of the intra-aortic balloon (iab) therapy, the console generated a sensor failure alarm after the customer inserted the fiber optic plug upside down. The balloon is still in use with the transducer used for pressure waveform. There was no reported injury to the patient.